Event description:
It was reported to philips that the system was unable to produce x-ray images on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the sib-x board and reloaded the software, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).